Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location and not performing an x-ray immediately after the procedure to confirm placement have been ruled out as potential causes. However, during the trial period, the product was not secured (coiled and sterile dressing) to the body as the patient removed their dressing every night which caused migration of the device down the patient's thigh. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance (touching or picking at wound) as the patient removed their dressing every night which caused the device to migrate down the patient's thigh (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient was implanted with two trial neurostimulators on (B)(6) 2024. During the lead pull appointment on (B)(6) 2024, only one of the neurostimulators was removed as only one of the devices was visible. An x-ray was performed on (B)(6) 2024 which confirmed the second device migrated down the patient's thigh and towards the knee. An explant procedure was performed on (B)(6) 2024, antibiotics were prescribed, and the patient will follow-up with their physician to have their staples removed.